Event description:
A customer reported an event of an ¿odor¿ or smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. He identified that all the vacuum pump oil had leaked, rendering the vacuum pump inoperable. The customer was informed of the services required; however, the services were declined as the customer was in the process of upgrading the unit with a new sterilizer. The system was not returned to specifications, and the customer confirmed that the unit has been removed from the department and is no longer in use. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis as the customer declined service. The assignable cause of the odor/smell is likely due to the vacuum pump and the vacuum pump oil. The asp field service engineer observed that all the vacuum pump oil had leaked, rendering the vacuum pump inoperable; however, this could not be confirmed as the customer declined service. Asp will continue to track and trend this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).